Event description:
MDR decision date: (B)(4) 2012 - (B)(4). Serious injury alleged. No malfunction alleged. Customer stated allegedly at 10:30a.m. On (B)(6) 2012: safety clips used to secure sling onto spreader bar were not attached by user; the sling slipped off and resident fell on the floor. The following allegedly occurred: fractured pelvis, subdural hematoma(brain bleed). Reportedly, the injured party was hospitalized. The product has been taken out of use. The resident's weight is (B)(6). The facility stated at the time of the incident, there were 2 other people present; their titles are cna. The facility stated incident occurred due to operator technique. MDR filed.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. Model rpls450-2, serial number/date code (B)(4) is approximately 2 years 8 months old. The owner's manual part number 1145810 rev. A (dec-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.